Event description:
The customer reported the system displayed communication error codes and thereby locked up and failed to boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer was replaced. The system was then found to be operating as intended.